Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h3; h6 visual examination of the provided photo identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The stem has punctured the outer carton. The reported event has been confirmed. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during product inspection the external packaging was found to be broken. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3. Visual examination of the returned product confirmed the stem has punctured the pouch and blister. Black debris was noted on the pouch. However, as the debris was not initially reported, it cannot be confirmed when or how the failure occurred. No further evaluation of the debris was performed. This complaint has been confirmed by evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.